Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. At the customer site, the field service engineer replaced the pim cable, performed calibration and passed. The pim cable was not returned for evaluation, thus the cause could not be established. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight mobile system was used in an emergent coronary procedure. During use, the pim was not recognized; therefore, the system could not be used. The procedure was completed with angio and a non-philips device with no patient injury reported. This product problem is being reported because the system could not be used during an emergent case; resulting in a potential for harm due to the delay of the procedure.